Manufacturer narrative:
Full inspection of the device is pending. A final report will be submitted upon completion of the investigation.

Event description:
It was reported that leg plate of the table gave way and the patient's leg fell. No harm was reported in this event.

Event description:
It was reported that leg plate of the table gave way and the patient's leg fell. No harm was reported in this event.

Manufacturer narrative:
A report from the french authority ansm was received stating that during a surgical procedure the table's leg section dropped due to a defective tie bolt. This caused the patient's leg to fell. It was confirmed that the patient, immediately postoperative, had no sensory or motor deficit and no pain in the recovery room. Therefore, no harm or significant impact to the surgical procedure was reported. The jupiter operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Based of the investigation, the cause can be identified as wear on the bolt which holds the leg section in position. Further stated by the customer, an impact of another product on the safety latch of the bolt and the external forces acting on it, caused the connection between the bolt and the safety latch to became loose. Baxter replaced the bolt and the device is working as intended. The device involved in this event is 17 years old and passed it's intended design life of 10 years. Based on this information, no further actions are required at this time. Although, no injury occurred and the procedure was completed successfully, as reported by the customer, if the report of a leg plate collapsing were to recur, it could potentially cause serious injury or death. Therefore, baxter considers this event reportable.